Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 sensor temporarily stopped showing readings on the ilet while readings continued on the dexcom app, and the user received a pairing failed alert; re-entering the pairing code restored glucose data to the ilet, and education was provided to troubleshoot the pump and contact dexcom support if needed. Symptoms included no clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education for signal loss and pairing failure. Investigation of this case revealed a transient communication or pairing disruption between the ilet and the dexcom g7 with successful resolution after re-pairing, with no evidence of a persistent hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication interruption consistent with signal loss and pairing failure.